Manufacturer narrative:
(B)(4). The patient discarded supplies after each therapy, the sample was not requested.

Event description:
This is a spontaneous consumer report by a patient's family from (B)(6) of death in a female patient coincident with dianeal-n pd-4 1.5% and extraneal therapies. On an unknown date, the patient began dianeal-n pd-4 1.5% and extraneal therapies. On 29jul2010, the patient's family contacted baxter (B)(4) technical service center and stated that the patient had died. Cause of death and causality were not provided. The patient's physicians and nurse did not know of the patient's death and guessed that the patient had died at another hospital. Additional information is not expected.